Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (abb missing/peeling/torn) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 11/14/2013, device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: confirmed the bolus button cover and plug are detached from the pump, exposing the internal contact. No evidence of contamination or other anomalies found. Unable to obtain an audible alarm reading because of damaged bolus button. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).